Manufacturer narrative:
Analysis was not performed by philips; however, based on information provided, the customer performed troubleshooting and determined that the speaker was faulty. Based on the information available, it was determined that the product has a speaker malfunction. The speaker was replaced to resolve the issue and the equipment returned to normal operation. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating the monitor did not produce any warning sounds while monitoring the patient's vital signs. The device was in use on a patient at time of event, there was no adverse event reported.